Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The issue was isolated to the system pcb assembly. The device can no longer be repaired.

Event description:
A customer contacted physio-control to report that their device would not complete its boot up cycle during power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by stryker product analysis center (pac) and the reported issue was verified. The cause of the reported issue was determined to be due to a faulty single board computer (sbc) on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not complete its boot up cycle during power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a warranty device.

Event description:
A customer contacted physio-control to report that their device would not complete its boot up cycle during power on. There was no patient use associated with the reported event.